Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia a few hours after announcing and consuming a usual lunch while using the ilet system with continuous glucose data; troubleshooting included verification of components, site change due to concern for infusion site or delivery issue, and resumption of insulin delivery, with a follow-up glucose of 263 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization or emergency treatment. Investigation included telephone-based troubleshooting, confirmation that alerts were not new, verification of system function, and directed infusion site replacement. Investigation of this case revealed no device alarms indicating malfunction and no confirmed device failure, with a suspected issue related to infusion site or insulin delivery that resolved after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.